Event description:
The hosp reported that during the saphenous vein harvesting procedure, the pt had co2 embolism. During the ligation portion of the case, flow pressure was observed to be normal. Then, the 1st assistant performing the saphenous vein harvesting observed the right side of the heart fill with gas. The pt pressure rate went down. The 1st assistant stopped harvesting and cannulated the heart. The insufflator pressure was turned down and the pt stabilized. At this point, blood was observed coming out of the leg through the short port. The case was then converted to an open leg procedure to correct the bleeding and complete the case. The 1st assistant reported that during the completion of the case (post-conversion), a branch had been identified as not having been ligated and concluded that this may have been the cause of the gas entry into the circulatory system. The hosp did not report any device malfunction. No other pt complications were reported and the pt was doing fine post-op. This report is being submitted because surgical intervention was performed.